Event description:
It was reported that cartridge alarm 20 occurred and recurred when customer attempted to load a new cartridge, preventing resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump under warranty, provided instructions to load new pump, connect cgm, place old pump in storage mode, and return problematic pump using prepaid label, all of which customer understood and acknowledged.